Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 74-year-old female on impella cp for mechanical circulatory support. It was reported that purge flows dropped to 1.5 and would not change with any positioning. It was noted that clot ingestion assumed, and the pump was explanted and replaced. The patient survived the procedure.